Manufacturer narrative:
Smiths medical is anticipating the receipt of digital pictures of the event sample. The hosp will not return the sample but will allow the sales account mgr to take digital pictures. Based on clinical opinion and smiths medical history, this type of event is typically caused by: spinal needles with larger side holes weaken the side walls of the needles. If the needle is forced against an unrelenting object (bone), the needle tip may fold over at the site of the side hole. Metal needles need to have undergone some sort of fatigue to fail. This rare circumstance typically occurs when the needle tip becomes trapped, perhaps between two vertebrae. The practitioner advances the needle and buckles the shaft but does not realize it. They then partially withdraw the needle, (the needle tip does not move, it is trapped) straightening the shaft, and then advances again. Again, the buckling occurs at the same point. After several attempts, the needle shaft breaks due to metal fatigue. Our instructions for use have a precaution that states: if excessive resistance is met during needle insertion, do not force the needle as damage may occur. The help avoid needle breakage, do not attempt to straighten a bent needle; discard it and complete the procedure with a replacement needle. If the digital pictures reveal that this event is due to a device failure, then a follow up report will be submitted.